Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle, the safety shield collar assembly separated from the cannula hub while attaching the blood collection tube holder. No impact was reported. Report 2 of 2.

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle, the safety shield collar assembly separated from the cannula hub while attaching the blood collection tube holder. No impact was reported. Report 2 of 2.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 18-jun-2024. Investigation summary: material #: 368608. Lot/batch #: 4032140. Bd received 18 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub-collar separation was observed. Additionally, the customer samples along with 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their safety shield activated, and the indicated failure mode for hub-collar separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.